Event description:
It was reported that a pump stoppage event occurred on (B)(6) 2017, following two low speed advisories. The patient reported that a power outage occurred at that time and the patient exchanged the pump to battery support. The patient reported feeling fine the entire time. The patient also reported a low flow alarm while bending over. The system controller log file captured the pump stoppage event on (B)(6) 2017. The log file did not capture any low flows events although there was a decrease in flow at the time of the pump stop. The flow returned to the flow baseline range when the pump returned to operating at the set speed. There is no relationship between the power outage and the pump stop. An issue with the percutaneous lead was suspected. An ungrounded patient cable was requested. No further information was provided.